Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump turned off and received battery out limit and no delivery alarm. The customer¿s blood glucose level was 160.2 mg/dl at the time of the incident and current is 111.6 mg/dl. The customer reported that the insulin pump received battery out limit after battery change. The insulin pump will not be returned for analysis.